Event description:
Ous MDR - after an implantation time of about 39 months, oversensing was reported. The lead was completely destroyed during the attempt to explant it. No worsening of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was destroyed. The lead had been cut through 13 cm and 40 cm distal of the is-1 connector pin, probably with a scalpel. During the analysis of the lead fragments, it was noted that the insulation of the distal fragment was damaged by fraying. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Further damage at the lead fragments probably are a result of the explantation process. There were no indications of material defects or manufacturing errors.